Manufacturer narrative:
The device was evaluated by the manufacturer. A faulty capacitor on the central processor unit pcb resulted in the pump stop. The entire board was replaced and the device functioned according to specifications.

Event description:
One of the roller pumps in the pump console displayed would not move in the forward or reverse direction. There were no adverse consequences to the patient as a result of this event.